Manufacturer narrative:
The investigation result shows that the screw 2 is broken due to too high torsional and bending forces (whereas the torsional forces prevailed) in forced rupture mode during the insertion. Furthermore, the thread flanks of screw 1 are heavily damaged due to a collision and friction with a hard object (no bone). Indications for material or manufacturing related problems were not found in this investigation. Based on the statistical eval, no indication was found for any device related issue.

Event description:
The two locking variax screws 2.7 mm length 18 mm were broken in pt's distal radius during the surgery.